Manufacturer narrative:
The investigation is still in progress; therefore, a conclusion has yet to be established. A supplemental report will be submitted accordingly upon investigation completion. Edwards will continue to review and monitor all reported events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
It was learned via the patient registry that a patient with a 21mm 3300tfx pericardial aortic valve underwent a redo aortic valve replacement procedure after an implant duration of six (6) years, one (1) month due to unknown reasons. The explanted valve was replaced with a 23mm 11500a pericardial valve.

Manufacturer narrative:
H10: additional manufacturer narrative: updated: b4, d4, g3, g6, h2, h4, h6 corrected: d6. The device history record (DHR) review was completed and this device passed all manufacturing and sterilization inspections prior to release for distribution.